Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD; implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to a fracture of the right ventricular (rv) lead. Additionally, the rv lead triggered an alert for undefined high pacing impedance. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.